Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, no image was displayed, and flare or ghosting occurred. A definitive root cause could not be identified. Based on the results of the investigation: a definitive root cause of the reported issue could not be determined, as the malfunction was not confirmed during the evaluation. A definitive root cause could not be identified for the broken video cable. A definitive root cause could not be identified for the absence of image display. A definitive root cause could not be identified for the occurrence of flare or ghosting. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had no 3d function. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.